Event description:
The lay user/patient's caretaker contacted lifescan on october 26, 2006 and alleged that the patient's one touch ultra meter was not powering on. The medical affairs specialist (mas) called and spoke with the patient on october 27, 2006, who provided additional information. The patient has had the reported meter for about 6 months. The power issue started about 2-3 days prior to the day the caretaker called lifescan. The patient informed the mas that he takes insulin based on the meter results and he is on a sliding scale (type/scale not provided) along with 64 units of lantus at night. During the time, the meter was not powering on, the patient was not able to take his sliding scale insulin since he did not know what his blood glucose level was. The patient also stated that during the day, he takes insulin only on his sliding scale per his regimen (patient is not on a set amount). On october 25, 2006, between 9-10 am, the patient was "feeling funny, dizzy, and nauseous". He tried to test his blood glucose on the reported meter, but it would still not turn on. He went to the doctor's office and was tested on the doctor's meter with a result of 209 mg/dl. He was given 18 units of insulin (type unknown) and he stated he felt better after the insulin was given to him. At the time of troubleshooting, it was verified that this was not a new product and that the patient was using the correct test strips. There was meter trauma reported. The battery was checked and it was correctly installed. However, the battery contacts were corroded. The meter did not turn on when the power button was pressed or when a test strip was inserted into the meter. It was also verified that the patient had replaced the battery per the owner's manual. This complaint is being reported because the meter failed to power on for 2-3 days and when the patient attempted to test; during this time he had withheld his sliding scale insulin as he was not able to obtain a result on the meter. He later experienced symptoms and was treated with insulin at the doctor's office for a blood glucose of 209 mg/dl. The power issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.